Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient is in the ICU and says something is going on with the patient's heart, brain, lungs, and they are wondering if they can do an MRI. Caller further states they have been implanted twice and the patient didn't want to do a procedure again because he has already done it twice and doesn't want to do it a third time. Everyone is afraid to touch the implant. It was further reported that they need to do an MRI to check on a suspected stroke and it is unknown if it's related to the device or therapy. No further complications were reported or anticipated with this event.